Manufacturer narrative:
G6313, l alexis o c-sec ret 5/bx procode and common device name are kga/kna. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"There were 2 cases which bladder rupture occurred by using c-section (g6313). One case was premature labor and adhesion was not seen during surgery. The other was a repeated cesarean section case with multiple delivery. Adhesion was seen after abdominal section; by partly detaching the adhesion, c-section was applied. After the surgery, bladder rupture occurred. There are no health problems to both mother and children except for bladder rupture. G6313 is applied at this facility since 2013, used for only high risk cases. This was the first case that bladder rupture occurred so we would like to report this case. Date of incident and lot# are unknown. " patient status - "bladder rupture". Additional information received by (B)(6) at 1:30 pm july 6, 2016: name of surgeon: dr. (B)(6) (10 cases with alexis o c-section). Date of incident: (B)(6) 2016. Date applied was contacted: (B)(6) 2016 (by telephone to mr. (B)(6)). Device used in the case: alexis o c-section (g6313). Details of case: patient: (B)(6) pregnant, emergency c-section. The surgeon made a horizontal incision and found adhesion on uterine corpus then, broke up the adhesion to some extent and placed alexis o c-section. After suturing the uterus, checked inside of abdominal cavity with laparoscope and found exposure of a urethral catheter. Urology surgeon sutured the damaged site and confirmed no leakage after suturing. A week later, no leakage was confirmed by angiography of bladder.

Manufacturer narrative:
The event unit was not returned for evaluation. The complainant's experience stated that the alexis® o c-section retractor was used on a patient with adhesions. Applied medical's instructions for use (IFU) states that "use of the alexis c-section retractor is contraindicated for women with significant adhesions." This contraindication was present on the IFU that was submitted to the (B)(4) distributor for product registration in (B)(6). During the investigation of the event, applied medical was made aware that the contraindication stated above was not included in the (B)(4) distributor's local translated version of the IFU at the time of the procedure. It is possible that this omission contributed to the event. The IFU has since been updated by the (B)(4) distributor to include the contraindication against use of the alexis o c-section retractor on patients with adhesions.

Event description:
Additional information received via email july 26, 2016 7:21 am from (B)(6) "I traveled with (B)(6), product manager and area sales manager, (B)(6) on june 7th for the initial meeting with dr. (B)(6). Dr. (B)(6) seemed to be feeling down and wondering what really caused two urinary bladder injuries. I recall her comment for these two cases as follows: case 1: premature delivery, no adhesion. Case 2: triplet, severe adhesion. She asked us where precisely alexis o rings should be placed, if she should have avoided a case with adhesion and etc. Unfortunately and to my great regret, none of us were aware that it was contraindicated for sever adhesion case nor it was not reflected in medical leaders (B)(4) IFU on that day. Anyway, as far as I remember, only one case had adhesion but not the other." Additional information received via email from (B)(6) on august 23, 2016: it is confirmed that adhesions were present in both events. Medical leaders will not report to (B)(6) because the surgeons confirmed that these cases were not caused by the products.